Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the nbi did not light up due to excessive force applied to the video connector socket, causing a connection failure.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device, the user report of no nbi output could not be confirmed. However, the unit did fail the inspection due to physical damage. The rx module had a broken lens which needs to be replaced. Device successfully passed all other inspections, no image problem was detected. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
A user facility returned the olympus, model otv-s400 camera control unit due to a report of the nbi not functioning properly. Upon further inspection of the returned device, a broken lens of the rx module was noted. This report is being submitted to capture the broken lens of the rx module. There was no patient harm or consequence reported as a result of this event.